Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: fibrin noted in blood pump; excessive amounts of fibrin noted in pump. Specific component(s) involved: other component malfunction, specify. Additional text: other component: blood pump. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : type: both (in the same or visit).

Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: other component malfunction, specify.